Event description:
Failed elbow joint. Two parts to the device. Lot# and ref # for both parts are provided. Device was surgically implanted at (B)(6) hospital and removed/replaced at an outpatient orthopedic surgery center not associated with (B)(6) hospital. Surgeon sent device to flagler hospital for pathology report. Physician was contacted and reported that this was a device failure. MFR plans to pick up device on (B)(6) 2008.